Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 88 to 215 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 1:17 pm) with results of 128 mg/dl and 127 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 01/14/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 98 mg/dl (B)(6) 2015 07:00 am fasting: yes; 115 mg/dl (B)(6) 2015 07:01 am fasting: yes; 215 mg/dl (B)(6) 2015 06:59 am fasting: yes; 163 mg/dl (B)(6) 2015 07:15 pm fasting: no; 142 mg/dl (B)(6) 2015 03:02 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 88 to 215mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 1:17pm) with results of 128mg/dl and 127mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 01/14/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.